Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the common compute controller (ccc), endoscope system controller (esc), video input/output patch panel (vip), advanced processor (ap), fiber optic cable, and vision side cart (vsc) to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the fiber optic cable to be returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Isi received the vsc and completed the failure analysis. The vsc was analyzed, and the reported 54 errors were confirmed and replicated. In error logs, 54 errors were found, indicating fiber communication has fallen below the warning limit, confirming the fault had occurred in the field. During visual inspection, no issues were identified that would be related to the current or prior complaints. The vsc was paired with a golden patient side cart and surgeon side console, where the 54 errors were triggered in normal mode on the vsc, replicating the fault. Using node tracing, the root cause of the low fiber errors was attributed to the vsc canbus cable, and the common compute controller (ccc) to vip fiber optic cable. Isi received the ccc and completed the failure analysis investigation. This unit was analyzed, and the reported error 54 and message to clean fiber cables at power up issue was confirmed but not replicated. The error was confirmed via error logs. The ccc was visually inspected, where no issues were found. The unit was installed onto a known good eft and powered on with no issues. The fiber connections were inspected, where no issues were found. The system was power cycled ten times, and an idle test overnight was performed with no issues. As a result of these findings, failure analysis could not attribute the ccc to the root cause of the reported event. Isi received the esc and completed the failure analysis investigation. The unit was analyzed, and the reported error 54 was confirmed but could not be replicated. Review error logs confirmed that error 54 did trigger in the field. Visual inspected the unit and found no issues to be related to the event. Unit was installed onto known good inhouse system and system did not trigger any error during startup. Powered cycle system multiple times and no issues were observed. Left system idle for some time and system was in good condition. Performed instrument driving test and system was functioned as designed. Unit was able to engage with the endoscope. From these findings, failure analysis could not attribute the esc to the root cause of the reported event. Isi received the ap and completed the failure analysis investigation. This vsc ap5000 assy was analyzed, and the reported error 54 was confirmed but not replicated. In error logs, these error 54 was found indicating a fiber receive power has fallen below the low warning limit. Also confirming that this fault did occur in the field. Upon visual inspection, no issues were found that would be related to the reported event. This vsc ap5000 assy was installed, programmed and tested on the dv5 in house golden system s7 with no issue and no errors triggered at startup. System started at normal as expected. Fiber light levels check was performed on this unit. All passed beyond normal range. This unit was left idling overnight in normal mode. Fiber light level was rechecked and still no issue. Light level was above threshold range. Isi received the vip and completed the failure analysis investigation. This vsc vip cfg was analyzed, and the reported error 54 was confirmed but not replicated. Error 54 was found several times in the error logs indicating a fiber receive power had fallen below the low warning limit. Upon visual inspection, no issues were found that would be related to the reported event. This vsc vip cfg was installed, programmed and tested on the dv5 in house golden system, with no issue. No errors triggered on startup. Run 5 times power cycles with no failures, and no errors were triggered. This unit was idling for 1 hour in normal mode, with no issue and no errors triggered. The fiber connection port was inspected where no issue was found. As a result of this test and findings, failure analysis concluded that no root cause could be attributed this vsc vip cfg unit to the reported event.

Event description:
It was reported that the system continued to exhibit blue fiber-related errors, which had been previously addressed in an earlier service order. The support team instructed the customer to power off the system and reposition the blue fiber cable located at the back of the console and the vision tower. Despite these efforts, errors 45308, 309, and 32127 persisted. As a result, the customer decided to relocate to other rooms, with no patient present during the call. Later, a representative contacted tech support to inquire about the system's status. It was noted that the error had been escalated for further review, and the support team would coordinate with field service engineers for additional guidance.